Event description:
It was reported that the patient is no longer receiving stimulation and she can not communicate or charge her ipg. She has not used or charged her ipg since late fall/early winter. Also it was reported she gained weight. A replacement charger was unable to resolve the issue. She is working with her physician to determine the next course of action. Surgical intervention maybe pending to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.